Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter: (B)(6). Updated fields: b4, d9, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions ), h11. Corrected fields: e1 (initial reporter, vent site email). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to duplicated the reported failure. The fse completed their investigation and performed all safety and functional tests and cleared the unit for normal use.

Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) had fiber optic sensor module failure. No patient involvement reported. No harm reported.